Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the patient presented with pain in her foot, which she had for 6 months following initial implantation with an anchorage plate. The patient also reported that part of the toe did not flex. The patient had 2 opinions post operatively when she presented with the pain plus x-rays and scans which showed no issue with the plate. During a 3rd consultation, a spectoral scan showed pressure in areas over 4 of the 5 screws. The plate was revised.